Event description:
Ongoing upper respiratory problems, fatigue and allergies and unk other symptoms. Currently having eleven mercury amalgam fillings removed and chelation for metal poisoning. I've had these fillings for between 10-20 years. Please do not allow the ada to teach dentists to fill with mercury any longer!